Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Logfile data through (B)(6) 2016 curently showed normal power consumption from two weeks prior to (B)(6) 2016. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the by per vad coordinator the alarm log and log files showed electrical fault alarm as well as vad stop alarms on (B)(6) 2016. Reviewed logs with site and clinical engineering and they noted many double disconnects, lots of vad stopped--driveline disconnects as well as 2 more efaults in (B)(6) 2015. The patient has history of many cva's in past and currently is mildly confused. Driveline/connecter re-examined by coordinator. The discussion with site concluded that the patient is disconnecting his own driveline, and the logs also seem to confirm that behavior. This was discussed with the doctor who agreed on the plan. The vad team reinforced with the patient not disconnecting driveline as well as not disconnecting both power sources. The patient does have neurological changes from history of cva's so the team will reinforce this each time they see the patient. There is not much more they can do for the patient other than that. At this time, no more intervention.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline cable was not returned to heartware for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported electrical fault alarms and vad disconnect alarms were confirmed via review of controller log files, which revealed several electrical fault and vad disconnect alarms until the reported event date. Patient's vad parameters were all within normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The mostly likely root cause of driveline disconnection and as reported can be attributed to patient's misuse of equipment by disconnecting the driveline cable from the controller intentionally or unintentionally. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.